Event description:
It was reported that patient underwent a total hip arthroplasty and subsequently a revision surgery was performed due to stem fracture. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). D10 - medical devices: ceramic delta type 1 head 36mm +6; item# unknown; lot# unknown. Sz f g7 36mm neutral liner; item# unknown; lot# unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. H3 other text : product is unknown.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. Visual examination of provided pictures identified a fracture of the stem at the level of the neck. A review of the device manufacturing records could not be performed due to missing lot number. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
Based on additional information received it was determined that the event was reported incorrectly under ukb medwatch facility. This event will be further reported under warsaw facility.

Manufacturer narrative:
Based on additional information received it was determined that the event was reported under incorrect ukb medwatch facility. This event will be further reported under warsaw facility. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.